Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7108811 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. Same case as MFR# 6000093-2007-00459, 6000089-2007-00325, -00324. It was reported that post index procedure, the pt had a myocardial infarction (mi) and target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion one was a de novo lesion in the distal right coronary artery (rca). The lesion was 3.0 mm wide, 28 mm long, and 100% stenosed. The physician direct stented the lesion with 2 overlapping taxus express2 stents; a 3.0 x 20 mm stent and a 3.5 x 12 mm stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the prox rca. The lesion was 3.5 mm wide, 24 mm long, and 70% stenosed. The physician direct stented the lesion with a 3.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. The pt received a gpiib/iiia inhibitor, aspirin and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. Seventeen days later, the pt returned for a staged procedure. The procedure treated a de novo lesion in the mid left anterior descending (lad) artery. The lesion was 3.0 mm wide, 14 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. Post dilatation stenosis was 0%. The pt was discharged one day later. Four hundred twenty eight days later, the pt had a non q wave mi. Enzymes were elevated. Five days later, the pt had a tvr. Coronary artery bypass grafting was performed on the mid lad due to proximal edge in-stent restenosis. The events were considered resolved 5 days post tvr. In the opinion of the physician, there was a probable relationship between the mi/tvr and the taxus stent. The mi also had a probable relationship to the target vessel.